Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A report regarding a product quality problems issue with the abbott diabetes care (adc) device. The customer stated that upon receiving the adc device, noted the adc ¿sensor appeared not sealed properly upon opening¿, and as a result of the issue, the customer did not use the device due to this concern¿ only, thus indicating that the adc device was never applied on to the customer for use. Additionally, there is no report of third-party contact nor third-party treatment, no report of loss of consciousness or seizure related to the adc device, and no evidence of self-intervention or self-treatment at the time of the medical event. There was no report of death, serious injury, or mistreatment associated with this event.